Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 521 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer advised they ran out of insulin while changing out their infusion set. Customer advised they were confused and forgot how to prime and rewind the insulin pump. Customer was assisted with properly priming and rewinding the insulin pump.